Manufacturer narrative:
Eval summary: examination of the returned device shows a portion of the end of the bolt has fractured. The other broken portion is not provided. The potential field age of the instrument is approx 15 months. The frequency of use is unk. It is unk whether the surgical technique was followed when impacting the acetabular shell into the acetabulum. Given the info provided, a definitive cause for the experience observed cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, (B)(4) considers the investigation closed.

Event description:
It is reported that the straight cup inserter broke during use.